Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. The nurse stated that the patient line became separated from the transfer set and they were going to reconnect the home patient (hp) and use the same supplies. The tsr asked the nurse if the patient line became separated on its own or if the transfer set was damaged. The nurse stated that she thought that the hp did not connect it properly, but it does not look damaged. The nurse had already reconnected the hp and was about to restart therapy and she stated that while disconnected, the hp drained out fluid onto herself and the hp had not capped off the catheter. The tsr advised the nurse to end therapy and to not start over until the hp's peritoneal dialysis (pd) nurse or nephrologist has been informed of what happened. The nurse ended therapy and will call the nephrologist. No further information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to s.a.m. However, it was learned that the event was not device related. The device has been disassociated from the event by the heatlh-care provider; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
The xia lp monoaxial screw 6.5 x 45mm inserted into the body for nine months after the fracture.